Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a service history review, instrument log review, a search for similar complaints, and a review of labeling. A service history review for this instrument revealed no subsequent complaints of discrepant sodium or potassium results being reported. A review of the instrument logs verified the results as documented by the customer. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Event description:
The customer generated discrepant sodium and potassium results while using the architect c16000 analyzer. The customer provided the following data: sodium: sid (B)(6): initial result 173 mmol/l, retest result of 132 mmol/l. Potassium: sid (B)(6): initial 9.4 mmol/l, retest 4.3 mmol/l there was no adverse impact to patient management reported.